Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a foreign material inside the nozzle. In addition to the reportable malfunction, the following were noted: due to a pinhole on the bending section cover and deformation of the upward/downward angulation control knob, water tightness was lost; due to wear of angle wire, the bending angle in the up direction did not meet the standard value and the play of the upward/downward angulation control knob was out of the standard value; the connecting tube had a dent; the forceps channel port was shaved; the paint on the suction cylinder and the air/water cylinder was peeled; the suction cylinder was shaved; the control unit had discoloration; the electrical connector had corrosion due to water leakage. Additionally, the following components had a scratch: the switch box, the forceps elevator knob, the forceps elevator lever, the plastic distal end cover, the connecting tube, switch 1, the scope cover, the suction connector, the universal cord, the grip, the control unit, the protector of the universal cord on the suction connector side, the upward/downward and right/left angulation control knobs. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. There was no delay to starting precleaning, the air/water nozzle was flushed with air and water, the nozzle was wiped/brushed, and the nozzle was flushed with a detergent solution during reprocessing. There were no abnormalities reported in the accessories used for reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): 'chapter 3 preparation and inspection' and the reprocessing manual in 'chapter 3 cleaning, disinfection, and sterilization procedures.' Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope had a pinhole in the bending section cover. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.